Manufacturer narrative:
Based on the claim against the product by the customer noting the m-11 and c-02 errors integrated electrosurgical unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported issue. The fse found the error codes mentioned by the technical support engineer (tse). Upon further inspection, fse found loose neutral ground probes in the socket of the iesu. Fse replaced the iesu, and the issue was resolved. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was not able to replicate the issue. The probable root cause of the alleged error codes cannot be determined based on the information provided and field evaluation. This complaint is considered a reportable event due to the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer experienced m-11 and c-02 errors on the integrated electrosurgical unit (iesu). The customer power cycled the iesu, and the error was no longer present after the restart. Technical support engineer (tse) reviewed logs and found the errors intermittently occurring in the logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.